Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the belt receptacle was loose at the j1001 connector. The cause of the code 204 is the loose receptacle. The root cause of the loose receptacle excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.